Manufacturer narrative:
Product ID, 37651 lot# serial# (B)(4), product type recharger product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3387s-40 lot# v761180, implanted: 2011 (B)(6), product type lead product ID, 3387s-40 lot# v761180, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
Additional information was received which reported that the patient did not have concerns with his device or therapy. The patient received assistance and his concerns were resolved.

Event description:
It was reported that two years prior to the report the patient almost "fought" with airport security. The patient eventually had to go through the security gate and it affected his device for about thirty minutes until it finally "came back." The patient stated it "started going crazy" and he felt "shocking." The patient stated it finally "straightened up" after he turned it off and then back on. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).